Event description:
Customer reported device reading = 367 mg/dl in the morning. At night, device reading = 449 mg/dl. Customer called the doctor and they advised to add 5 mg of diabetes pills (type not provided) for the day. At 6:00 am the next day, device reading = 528 mg/dl. Customer drove to the hospital. At 4:15 p.m. Hospital device reading=161 mg/dl. No treatment was received. No controls were used. A request for product return was made and product replacement was sent.